Manufacturer narrative:
Two bivona® 4.0mm flextend¿ tts¿ plus pediatric straight neck flange tracheostomy tubes were returned for investigation. Both devices were received inside a plastic bag and without their original packaging. One device was returned with the obturator and one was returned without the obturator. Visual inspection was performed at a distance of 12" and under normal conditions of illumination and no defects were observed. During functional testing, a syringe was used to inflate the device's cuffs with air; no leaks were observed. The devices were then submerged under water and the cuffs were massaged, the inflation balloons were squeezed, and the airway lines were moved back and forth; no leaks were found. Additionally, the device cuffs were filled with water and the cuffs, inflation balloons, and airway lines were manipulated and no leaks were observed. Investigation was unable to confirm the reported device issue and found that the devices functioned as intended.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that while in patient use, the bivona® flextend¿ tts¿ plus pediatric straight neck flange tracheostomy tube cuff, would not stay inflated. According to the reporter, the event was observed eight (8) hours after device placement; it was the initial use of the device and the cuff was filled with sterile water. The reported issue was found by hospital personnel (indwelling bedside therapist) who noted that the cuff would not stay inflated throughout the night. The hospital personnel monitored the patient's tidal volume and the ventilator throughout the night and a tracheostomy tube change was performed in the morning. It was reported that after removal, the tracheostomy tube was processed for testing. During the examination, sterile water was used to inflate the device cuff; however, the cuff was unable to remain inflated. According to the reporter, no patient injury occurred and no additional medical treatment was administered.